Manufacturer narrative:
Eval: results: complaint could not be confirmed. The returned leads were functionally tested and passed all tests. The reported complaint for lead migration was not confirmed. This event cannot be confirmed through product analysis testing alone. Both returned leads functioned normally. The leads were returned complete without any kinds of fractures. We did not identify any defects that would contribute to the reported issue. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number for occipital coverage (off-label use). It was reported the leads had migrated, and the pt was feeling stimulation in the incorrect area. The physician undertook surgical intervention, and tested the leads intraoperatively. It was reported both leads revealed invalid impedances. The physician opted to replace both leads. It was reported the pt received effective coverage postoperative.